Event description:
Customer reported receiving inaccurately high readings on her freestyle flash meter as compared to a laboratory meter. Customer received readings of 480 mg/dl compared to a lab testing of 210 mg/dl within a 10 minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.